Event description:
A report was received that the patient underwent an ipg pocket revision due to the ipg being implanted too shallow. The patient was experiencing a heating sensation during charging due to the depth. The patient is doing well following the revision.